Manufacturer narrative:
The device was returned for investigation. Event logs showed high pressure, double beeping, pump turned off, power down, and pump turned on messages. A functional test and visual inspection were performed. Accuracy tests could not be performed due to malfunctioning downstream occlusion sensor or double beeping without an administrate cassette attached. One possible problem source points to fluid ingression found on the pump by the chassis base of the downstream occlusion sensor and expulsor. The root cause of the reported failure can be attributed to user induced fluid ingression. The expulsor assembly and downstream occlusion will be replaced. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the device alarms "cassette empty" when cassette was half full. No patient injury was reported.